Event description:
Allegedly, patient suffering from mom complications additional information received (B)(6) 2016. Allegedly the patient was revised due to the following mom complications: loose acetabular; synovitis. (Left) added implant/explant date, hospital and lot number.